Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: l-evprop23-29 (lot: 0011280136); product type: 0195-heart valves; product ID: evproplus-29us (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29mm transcatheter bioprosthetic valve, the patient¿s valve size measured borderline between 29mm and 34mm. A low-quality computed tomography was reported. At 80% deployment, the valve did not seem to anchor in the annulus and the valve slipped out of position. The valve was recaptured onto the delivery catheter system (dcs) and withdrawn from the patient. The valve and dcs were replaced. A larger 34mm valve was used for successful implant. No adverse patient effects were reported. A pre-implant bav was not performed.